Event description:
Both of my inhalers have malfunctioned and are not working properly [device malfunction], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of event device malfunction and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 08-jun-2026, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (frequency, dose, strength and therapy dates not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient reported that pharmacy refilled the albuterol prescription and both inhalers had malfunctioned and were not working properly. Last action taken with albuterol sulfate inhalation in relation to device malfunction and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction and no adverse event was unknown. The reporter did not provide the causality of event device malfunction and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction.